Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70, serial#: (B)(4), description: infinion 70 cm lead kit. The leads were not returned to bsn by the facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate pain therapy due to high impedances displayed on one lead. The physician assessed that the one lead was unusable. The patient underwent a lead replacement procedure where both leads were removed. The patient was doing well post-operatively.